Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event as a result of exposure to the product administered during dialysis treatment, and expired shortly after.

Manufacturer narrative:
This is one event of two events reported for the same pt involving two separate products.